Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Codes b17, c20 and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a generator. It was reported that during a lumpectomy procedure, the handpiece was switching from coag to cut without prompt. Another handpiece functioned as intended. There was no reported impact on patient.

Manufacturer narrative:
H3: complaint unconfirmed. Upon receiving the device, it looked to be used with no damage. The device was decontaminated and then tested per wi. Once the device was plugged in the generator, it was tested. During testing, the cut and coag function on the handpiece worked correctly when tested on the chicken piece. The handpiece did not switch from cut to coag on its own. The handpiece worked as intended. No failure was detected during analysis. H6: codes b01, c19, d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.